Event description:
Info rec'd indicated that the head hi/low drifts down over night.

Manufacturer narrative:
Technician found that the head hi/low would drift down overnight. Found the trend valve was defective. Replaced trend valve to resolve this issue.